Event description:
Physician reported "an incidence with devices". Healthcare professional later reported implant rupture. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Initial reporter additional phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿incidence¿ with devices. Photo analysis: visual analysis of the photographs identified a device with red particles in the surface of the shell, the device appears to be with opening and observed the device is inside of the thermoform. Labeled right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). No other observations in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Physician reported "an incidence with devices". Healthcare professional later reported implant rupture. Device has been explanted and replaced. This relates to the right side.